Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-1400f-90 flexible reamer with flexible guide pin 9mm broke as the pin was being put into the femur on power. All the broken fragments were removed with an arthroscopic grasper. The case was completed by using a new ar-1400f-90 flexible reamer with flexible guide pin 9mm. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to misaligned insertion, and/or prying/levering the device during insertion. The complaint allegation was confirmed based on the customer's attached picture that displays the tip of the device broken off.

Event description:
Additional information received on 2/2/2024:this was discovered during an acl procedure on (B)(6) 2024. The procedure was only delayed between thirty seconds to a minute. No additional anesthesia was needed, and the patient did not experience any negative effects.

Manufacturer narrative:
Additional information: b.5 event updated. G.3 follow-up information received. H.6 updated from. Health effect - clinical code 4580- insufficient information. Health effect - impact code 4648- insufficient information to health effect - impact code -4582- clinical code no clinical signs, symptoms or conditions. Health effect - impact code 4632-prolonged surgery.